Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was 90% stenosed. During a mid left anterior descending artery procedure, during pre-dilatation with the voyager rx, the balloon ruptured at 4 atm, below rate of burst pressure. There were no reported pt effect. There is no additional info available.

Manufacturer narrative:
(B)(4). Results and conclusions summation - this lesion was 99% stenosed and may have contributed to the difficulties experienced. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. To ensure this type of damage is not a result of a potential mfg or product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the mfg process. Although there does not appear to be any indication of a product quality deficiency, a definitive cause for the reported balloon rupture cannot be determined.